Manufacturer narrative:
Pt demographic unk. Per mnav rep, site had 2 scope probes and the one the surgeon was using was bent, which caused the inaccuracy. This probe has been pulled from use and site is deciding if they will get a replacement. No impact on pt outcome reported.

Event description:
Medtronic representative reported the surgeon noticed a 1 cm inaccuracy during surgery. They were using the treon system with optical navigation, and surgeon was using a small passive frame and scope probe. Site had two scope probes, one of which was bent. Using the damage instrument is what lead to the inaccuracies. Probe has been pulled from use, site continued with surgery and navigation. No impact on pt outcome was reported.